Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, joker; guide catheter: launcher ebu3.5 sh 7fr. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove protective sheath, balloon rupture or incorrect prep reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the trek rx instructions for use (IFU) instructs the user that all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it could not be determined if performing air aspiration inside of the anatomy would have contributed to the reported balloon rupture.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. During removal of the protective sheath from the 2.0 x 12 mm mini trek balloon catheter, some resistance was noted. The balloon was soaked in normal saline prior to use and was prepared inside of the anatomy. The mini trek balloon was then advanced without issue for pre-dilatation. The balloon was inflated to 5 atmospheres, but ruptured on the first inflation. A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.